Manufacturer narrative:
Migration event cannot be confirmed through product analysis. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2008. It was reported that the pt fell years ago and there was no coverage for the pain area. An x-ray indicated the lead had migrated. The lead and ipg were replaced and stimulation was captured postoperative. No further info is available at this time.